Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose bus bar on pad p4. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.